Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient had an inadequate pain relief. The patient underwent an explant procedure. No further information could be obtained.